Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the patient had been seen by a manufacturer representative and had learned how to turn their device off which had helped the issue. The causes of the ins turning on by itself and the pain at the ins site were not determined. In resolution to the ins turning on by itself the patient was manually turning it off so it doesn't start on it's own. The patient's weight at the time of the event was (B)(6) lbs.

Manufacturer narrative:
H6. Device evaluation code 92 does not apply. Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient¿s stimulation has been cutting in and out starting in 2017. The patient is soon having a replacement procedure. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of peripheral neuropathy. It was reported that the ins was turning on by itself. The patient stated they can feel the stimulation in their left arm. The ins is located on the patient¿s left side by their breast. The patient stated when it would come on by itself it caused pain at the ins pocket site. The patient stated when it first happened they did not have their patient programmer (pp) so it practically ¿drained¿ them because they could not turn it off. The patient stated they confirmed the stimulation was on with the pp. The patient stated 2 weeks ago, they had so much pain in their left arm they thought they were having a heart attack. The patient stated they just comforted themselves with patches and medication that their healthcare professional (hcp) game them. The patient stated the stimulation was not on at that time. The patient was redirected to their healthcare professional (hcp) to request a manufacturer representative (rep) at their next appointment. Additional information was received from a nurse about a week later reporting that the patient was having issues with their device. No further complications were reported/expected.

Event description:
Additional information was received from patient. It was reported that patient had notified their managing physician about the ins turning on by itself and the pain at the ins site and they had an appointment on (B)(6) 2017. It was stated that the issue happened due to the device was old and the wires were checked.